Event description:
This atrial lead was implanted on (B)(6) 1986 and remains implanted at this time. This lead is noted due to impedance of 190 ohms. A call placed to technical services on (B)(6) 2013 states that patient is having non-sustained ventricular tachycardia and will be upgraded to implantable cardioverter defibrillator. Technical services stated that cannot use rv lead. Rep wanted to know impedance ranges and rep said atrial impedance is 190 ohms. The physician was dr.(B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).